Event description:
It was reported that cartridge alarm 20 occurred and that caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, confirmed prior alarms with this pump, expressed interest in an out-of-warranty loaner pump, and pump was arranged to be replaced by technical support.